Event description:
It was reported that during a sigmoid colon resection procedure, the doctor noted that a portion (approximately 1/4) of the stapler did not seem to fire staples. The doctor used a purse string suture on the specimen to contain the anvil portion of the device. The surgeon did mention that there was the possibility that he did not encompass all the necessary tissue (circumferentially) on the proximal portion of the colon, which would explain why a portion of the anastomosis did not form. The hole in the anastamosis was apparent immediately after firing the stapler. The doctor noted that he held the stapler in the closed position, with the orange indicator 1/2 way into the gap setting scale, for 30 seconds prior to firing the device. The surgeon holds the firing handle in the closed position for 10 seconds after firing. The surgeon opened the device by turning the rear dial 1/2 to 3/4 turn prior to removing the device. Upon inspecting the tissue donuts, it was noticed that a portion of the donut was not complete. Upon inspection of the anastomosis, it was noticed that 3/4 of the anastomosis was complete with staples. The doctor did note that he felt the "crunch" typically associated with the firing of the stapler and did not notice any additional sounds or tactile feedback. The portion of the anastomosis that was not complete was secured with suture. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2012. Requested the following information: was the procedure done open/laparoscopically? What device was used for the proximal and distal transection? What color reload? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If yes, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Did the operation change significantly as a result of the device issue? Did a hcp other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? Received the following response: open procedure. End to end anastamosis - colorectal. Spike was through the center of the staple line. Anvil snapped into place both audibly and visually. Orange indicator was in the center of the green scale. No buttress material. Not fired near any other metal . Audibly heard and felt the crunch no unexpected noises heard. Firing forces were as expected. No difficulty removing device. Dr. (B)(6) fired the device. A ½ to ¾ turn was used to open device after firing. Rep had been with surgeon the week prior in a similar case discussing proper technique with ils staplers. Surgeons had to over sew the portion of the anastamosis that was not complete the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.